Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid-left anterior descending artery. Pre-dilation was performed in the lesion area using a semi-compliant balloon catheter. Lesion area was checked with intravascular ultrasound (ivus). A 3.00 x 28 synergy drug-eluting stent was advanced but was unable to cross at the tortuous area before reaching the lesion. The device was removed and the stent strut on the proximal side was found to be lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.